Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during basal attempt. The most recent blood glucose reading was 150 mg/dl. The customer did not know the blood glucose reading at the time of the alarm. No significant events leading to the alarm were observed, advised discontinuation of the insulin pump. Nothing further reported.